Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 2344983 02-010-03-0335 - logic cr femoral cem, right, sz 3.5. 4707829 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. 4605563 200-02-32 - three peg patella 32mm.

Event description:
As reported, approximately 6 years post op initial right tka, this 71 y/o female patient was revised due to the recalled poly. Patient last known to be in stable condition following event. Product not returning: hospital kept. X-rays and images attached. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided. Based on the image provided, the device appears unremarkable for an explanted component. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.